Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2017-01-20). The evaluation/investigation confirmed that the ceramic insulation at the distal end of the inner sheath broke off completely. Furthermore, there is a lateral crack through the ceramic insulation and its inner surface shows signs of abrasion. The cause of this damage and the breakage of the ceramic insulation is mechanical overload by the application of excessive force like impact, fall, shock or similar stress. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. It is clearly stated as a warning note in the instructions that impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged since otherwise this can cause injuries to the patient and/or user. The user apparently did not follow these instructions since the damage and breakage of the ceramic insulation were caused by mechanical overload. Therefore, this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes. In addition, the user will be retrained to correctly use the olympus medical devices.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the bladder tumor (turbt) procedure, it was noticed that the ceramic insulation at the distal end of the suspect medical device had broken off inside the patient after the inner sheath was removed from and reinserted into the outer sheath. The device fragment was retrieved with unspecified forceps and the intended procedure was successfully completed with another similar device. Furthermore, there was no report about an adverse event or patient injury.